Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The door gear was removed, and the dingus was aligned. The motion controller was the re-calibrated and the issue was resolved. No parts were replaced on the system. A mechanical failure mode was confirmed and the issue was resolved upon adjustment and calibration. A full imaging system check-out was completed following troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system door could not be completely closed. It was reported that the system was used successfully for the first part of the procedure, but could not be used for the second part because the door would not close properly. The invalidate home procedure was completed without resolution. The use of medtronic imaging was discontinued because of this issue. The procedure was completed successfully using bi-planar fluoro. The patient was not impacted. No additional details were provided.